Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead.

Event description:
A consumer implanted for spinal pain reported that a couple of weeks ago during an unrelated back surgery to decompress l5 and l65 the surgeon noticed the leads were twisted around something. The surgeon untwisted the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.